Event description:
During uterine artery embolization an attempt was made to advance a waldman loop into the ipsilateral right internal iliac artery. Dr unable to catheterize the internal iliac artery. Dr unable to catheterize the internal iliac artery. Contrast agent was injected. There was a laceration of the common iliac and external iliac arteries. Right foot was cold and numb, was rushed to the hosp. Emergency surgery was performed, a femoral to femoral bypass graft across lower abdomen from left side to right side.